Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok and needle hub connection.

Event description:
Healthcare professional reported the event of during injection with juvederm ultra xc the needle disengaged and the product was lost. Patient contact was made. No injury to the patient or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis summary: visual analysis of the device indicated no defect observed to both syringes.

Event description:
Healthcare professional reported the event of during injection with juvéderm® ultra xc the needle disengaged and the product was lost. Patient contact was made. No injury to the patient or injector. The packaged needle was used.